Manufacturer narrative:
Internal report reference number: (B)(4). And test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 15-nov-2021 to ensure the replacement products resolved the initial concern able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 197, 216, 212 and 475 mg/dl. The customer¿s expected am fasting blood glucose test result is 140 mg/dl and expected fasting pre-lunch and pre-dinner fasting blood glucose test result range is 150-160 mg/dl. The customer was not using the proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in a hall closet. The test strip lot manufacturer¿s expiration date is 02/28/2023 and test strips were opened one-two weeks prior to call. The meter memory was reviewed for previous test result history: result 1: 140 mg/dl date: 11/8 time: 9:48 am fasting, result 2: 197 mg/dl date: 11/7 time: 5:18 am fasting before breakfast, result 3: 212 mg/dl date: 11/6 time: 7:52 pm fasting before dinner, result 4: 216 mg/dl date: 11/6 time: 1:48 pm fasting before lunch, result 5: 475 mg/dl date: 11/6 time: 1:46 pm fasting before lunch, result 6: 152 mg/dl date: 11/6 time: 3:48 am fasting, result 7: 149 mg/dl date: 11/6 time: 3:30 am fasting, result 8: 140 mg/dl date: 11/6 time: 2:20 am fasting.

Manufacturer narrative:
Sections with additional information as of 04-jan-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-021: improper technique of obtaining or applying blood sample.